Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Maude event report (B)(4): "volun (B)(6) 2013: trocar came apart during surgery. The seal located within the trocar pushed through the sleeve and into the patient's abdomen. The seal was located within the patient's abdomen and was removed. Defective trocar was removed from patient and new one was used. No ill effects to the patient." Patient status: "no patient injury."